Event description:
Pump (B)(4) had a damaged screen making it difficult to read. No other information available. Dose or amount: 9.75 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.